Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us: disassembly. It was a cervical disc surgery. Implant fell apart while scrub tech was loading on the inserter. Another implant with same size was opened and implanted without further issue. No impact on patient. No surgery delay was notified. According to reporter, surgical technique was respected while loading implant on implant holder. Device will be received to be evaluated. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when loading implant on inserter. However, the lack of provided information on the event context prevents having a conclusive investigation.this hypothesis could not be validated. Root cause is unknown. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
As reported on (B)(6) 2018: the device will not be returned to manufacturer , it was discarded by the hospital. No examination can be performed. Conclusion is not yet available. Investigation still in progress.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc surgery. Implant fell apart while scrub tech was loading on the inserter. Another implant with same size was opened and implanted without further issue. No impact on patient. No surgery delay was notified. According to reporter, surgical technique was respected while loading implant on implant holder. Product will not be returned to the manufacturer. It was discarded by the hospital. Investigation is in progress.